Event description:
Reportedly, a follow-up was performed after the patient received a shock. Several vf episodes dated (B)(6) 2018 were observed in the device memory. One of these events was treated with 42j shock. The patient refers that at the time of episodes he was using old electrical equipment. On (B)(6) 2018 a new follow-up was performed and no additional episodes were observed.